Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had poor barrier separation and exhibited erroneous results described as "high potassium results". No serious injury or medical intervention was reported.

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd.

Event description:
It was reported that bd vacutainer sst blood collection tubes had poor barrier separation and exhibited erroneous results described as "high potassium results". No serious injury or medical intervention was reported.